Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20191121 - file-2019-02980 - analysis_and_closure_report_resp-2019-01678.pdf].

Event description:
The subject pacemaker was implanted on (B)(6) 2019 with regular threshold and impedance values. On (B)(6) 2019, the patient's cardiac rate had reportedly decreased below 50 bpm. On (B)(6) 2019, the device was interrogated and ventricular lead impedance value was measured above 3000 ohms. The ventricular lead was replaced, after which the impedance values on the atrial and ventricular leads were measured above 3000 ohms. A new pacemaker was connected to the leads. Regular threshold values (pacing and detection) and impedance values were observed on both leads.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted on (B)(6) 2019 with regular threshold and impedance values. On (B)(6) 2019, the patient's cardiac rate had reportedly decreased below 50 bpm. On (B)(6) 2019, the device was interrogated and ventricular lead impedance value was measured above 3000 ohms. The ventricular lead was replaced, after which the impedance values on the atrial and ventricular leads were measured above 3000 ohms. A new pacemaker was connected to the leads. Regular threshold values (pacing and detection) and impedance values were observed on both leads.